Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was reported that a patient with a 25mm 11500a valve, implanted in aortic position, underwent a valve-in-valve procedure an implant duration of 4 months due to unknown reason.

Manufacturer narrative:
H11: corrected data: through investigation, it was identified this manufacturer report was reported in error. There were no reported issues with this edwards device.

Event description:
Through investigation, it was identified this manufacturer report was reported in error. There were no reported issues with this edwards device.